Event description:
It was reported that the customer is unable to read the numbers on the insulin pump, due to a worn display. The customer also mentioned that they have to do frequent battery changes on their insulin pump. Troubleshooting occured. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with normal operating currents. No unexpected low battery alarm noted. Pump received with cracked display window, cracked case at display window corners.